Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were not detected on the bus as a result of a defective row board cable. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawers 4.1 and 4.2 were not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this incident.